Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient was hospitalized for diabetic ketoacidosis while on pump therapy. It was reported that the event was caused by an unspecified pump malfunction. No blood glucose reading was provided and the pump was not available for troubleshooting. No additional information was available. Attempt by the customer support to follow-up on the mater was unsuccessful. The reported issue remained unresolved. This complaint is being reported because the patient experienced severe hypoglycemia related to an alleged pump malfunction of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.